Event description:
This system was removed because the patient was inappropriately shocked.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Additional analysis information was received. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, he medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analyzed. The available iegms demonstrated artifacts on rv channel which led to shock delivery as mentioned in the complaint description. In spite of the available data you provided, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.